Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) was confirmed. Upon investigation the monitor was drawing excessive current and would not power on. The cause for the failure was isolated to the defibrillator pca. Mosfets u15, u16, u17, and u18 were shorted to ground on the defibrillator pca. The root cause for the shorted mosfets could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to complete incoming functionality testing.